Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> DHR review result: a manufacturing record evaluation were performed for the finished device DHR 158122010/ d19082816, it was manufactured on 26-aug-2019. (B)(4)parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified. Corrected: h8

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon had to continue to use the implant as there was no duplicate of that size available. The surgeon and assistant were able to bend the poly back into shape and continued to use in the patient. Surgical delay of 5 minutes. When impacting the poly insert onto the tibial tray, the insert deformed at the front making it very difficult to lock into the tray. The surgeon was able to bend and adjust the poly back into shape and continued to use this insert as there were no other of that size available.